Event description:
It was reported from a hip study that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to femoral shaft fracture. No further information has been provided.

Manufacturer narrative:
A revision procedure was carried out on this patient following the fracture of the proximal end of their femoral shaft. Radiographs were supplied for evaluation. They include a post-primary view of the implantation, taken prior to the reported fracture. The view is limited to exclude the full length of the femoral stem within the femoral shaft, and so a complete assessment of the sizing, alignment and positioning of the stem cannot be made. The view does show a gap on the medial aspect of the stem in gruen zone 6, just below the region of porous plasma spray and hydroxyapatite coating on the stem. The pre-revision view of the implantation shows that the location of this gap appears to correlate with the location of fracture on the inner surface of the cortical bone. Given that the stem fractured a day after the implantation points possible existing damage to the bone in the fractured region during surgery, but this cannot be confirmed. Patient background information, such as bone mineral density, signs of osteoporosis or unusual anatomy, would be required to understand if other external factors may have contributed to the cause of fracture. However, based on the available evidence, no conclusion can be made about the root cause for the fracture of the patient¿s femoral shaft.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.